Event description:
Eagle 0.7 punctum plugs were placed in both lower lids of the pt in 2003. Pt returned in 2006, reporting the plug in the left lid came out and was experiencing discharge. There was granulation tissue in punctum. Pt. Was treated with tobradex and subsequently placed a large supereagle in the punctum in the following month. The plug was then removed 3 months later, because of reactive granulation tissue around the plug. Dr. Excised the tissue and cauterized punctum.